Event description:
Just after the implantation of this device with a unipolar atrial lead, the physician noticed an abnormal behaviour. Device was interrogated and the atrial sensing polarity was found to be programmed in "bipolar." The physician had to reprogram the atrial sensing polarity in unipolar.

Manufacturer narrative:
(B) (4). Conclusion: device operated within specifications: since normal bipolar impedance was measured, the sensing polarity for the ventricular was set to bipolar. Blood infiltration (at the time of implantation) is suspected to be responsible for the correct impedance measurements obtained in bipolar configuration, whereas the lead was unipolar. Nevertheless, a lead or connection issue cannot be excluded. Just after the implantation procedure, the ventricular lead sensing polarity was reprogrammed to unipolar. Upon next f/u, it is recommended to confirm that the situation that allowed setting bipolar sensing on the ventricular unipolar lead is terminated.